Event description:
It was reported that the battery of this implantable pacemaker dropped from 2 years to 7 months in a span of 6 months. The device programming was changed because patient has low pacing percentage. A request was made to have data from this device analyzed. Data analysis confirmed battery was outperforming the nominal model. The longevity has already exceeded expectations, and the voltage has now to fallen below the expected level. Technical services (ts) consultant recommended replacement. This device remains in service. No adverse patient effects were reported.